Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated their ins is sticking out and pushing his skin out about an inch and a half. Patient said their previous inss were just flat with his skin and they couldn't even see it was in there. Agent asked if they put the battery in a new pocket and patient said they put it in the same place as all the others. Patient also said the wires that go from the battery up to the generator in his spine are protruding out of his spine and that is causing a lot of pain and they can't even bend over from that. Patient mentioned they are in a wheelchair and they drive over the road truck and it interferes with his working and getting in and out of the truck and hooking up the recharger. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.